Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that both a catheter dye study and pump rotor study were performed on (B)(6). It was stated that the results of both studies were normal. There was no patient injury.

Event description:
It was reported that the patient had been feeling pain at the pump implant site and the catheter since (B)(6) 2013. The patient noted this started several weeks ago and it had incrementally gotten worse. The patient's healthcare provider (hcp) was aware of the pain and had ordered a dye study to investigate; however, the patient had cancelled the appointments twice because of personal reasons. The patient was supposed to have a dye study on (B)(6) 2013 but instead, he was admitted to the emergency room (ER) for an allergic reaction that was not related to the pump or therapy, and then he was also sick a couple of weeks ago. It was stated that the dose had been increased several times and the patient rarely used a bolus. The patient had severe degenerative disk disease and "other things going on in the back", and they had a lot of pain, but they noted the pump had made a marked improvement in their life. The patient noted at their last refill a few weeks ago, when the hcp put the syringe in, it hurt the patient more than usual. The patient reported there was nothing wrong with the procedure, but it was the "most excruciating pain for a little bit." They also noted everything appeared okay when the pump was read. The patient also had a "twinge" or a "pull" or sharp pain; but it goes away quickly, and the patient questioned if they would be developing scar tissue. The pain had previously not been a continuous pain, but this had been a more constant pain that first started around the abdomen, under the rib cage, and immediately to the left of the pain pump. The pain would come and go and then began to spread, and be more of a constant pain. The patient also noted the pain seemed to be "sticking to the track where the catheter might be." The patient also had hard time getting out of bed and felt severe pain for 1 hour after he got out of bed on the date of this report. They noted it took approximately an hour for the pain to pass. The pump was being used to deliver fentanyl and morphine. It was additionally reported that the patient was scheduled for a dye study on (B)(6) 2013 to evaluate the catheter. Additional information has been requested, but was not available as of the date of this report.